Event description:
The central lumen of the iab separated near the bifurcation. Blood was noted in the gas line. This occurred during moving the patient while bathing. The iab was removed and replaced without any complications.